Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular lead, resulting in high pacing thresholds. During the revision process, the lead helix could not be extended. User concern was expressed. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, "user concern was expressed " and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torque of the inner coil. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.